Event description:
Clinic notes were received for patient's generator replacement referral. Per notes, the patient is having more seizures. Patient had one seizure at work and while waling in the sidewalk and had another seizures where patient fell and smashed his head. The physician reported that he will refer patient for generator replacement since it started to mis-function. It is suspected that the physician suspects mis-function of the device based on clinical symptoms. No additional relevant information has been received. No known surgical interventions have occurred to date.

Event description:
The patient underwent prophylactic generator replacement surgery. The explanted generator has not been received to date.